Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use on a patient, the clip "broke." The issue was resolved by using another clip. At the time of this report, the customer has not returned our requests for additional information. The complaint file will be updated if further information is received.

Event description:
It was reported that during use on a patient, the clip "broke". The issue was resolved by using another clip. At the time of this report, the customer has not returned our requests for additional information. The complaint file will be updated if further information is received.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.